Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his insulin pump had unexpected restart. The customer's blood glucose level was 146 mg/dl. The customer was assisted in troubleshooting and it was reported that the customer was able to clear the alarm. The customer reported that the alarm was recurring during normal use. The customer also reported that the insulin pump's display was blank. The customer reported that the battery cap was neither missing nor damaged. The customer was assisted with troubleshooting and display returned after pump restart. The insulin pump will not be returned for analysis.